Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals that resulted in false atrial tachy response (atr) episodes. Ts provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.